Event description:
It was reported the pt has not used her scs system for 3-4 wks since she did not have back pain at the time. The pt had not charged the ipg for approx two months. The sjm rep was unable to establish communication using multiple external devices. Surgical intervention will be taken to address the ipg issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.